Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code ¿ is being updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork and the pump logs were provided last examined (B)(6) 2017 (day of surgery) and last change (B)(6) 2017. The logs showed the pump was shut off for: 766:58 h:m and the low reservoir alarm occurred ¿(B)(6)2023 at 21:43.¿ a motor stall occurred ¿(B)(6) 2023¿ at 06:42 and recovered at 08:53. Another stall occurred ¿(B)(6) 2023¿ at 13:55 and reached "stopped pump period may exceed tube set" on ¿(B)(6) 2023¿ at 13:55. No further complications were reported/anticipated or expected.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving fentanyl [2000 mcg/ml] at a dose of 1231.9 mcg/day, bupivacaine [5 mg/ml] at a dose of 3.0797 mg/day, and morphine [2.4 mg/ml] at a dose of 1.4783 mg/day via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported on (B)(6) 2017 that a motor stall was seen at initial interrogation and the patient did not recently have an MRI (magnetic resonance imaging). It was reported via the event logs a motor stall occurred on (B)(6) 2017 at 06:04, motor stall recovery occurred on (B)(6) 2017 at 08:15, and a motor stall occurred again on (B)(6) 2017 at 13:17 with no recovery to date as of (B)(6) 2017. The patient was at the emergency department (ed) the morning of the report and they sent the patient to the clinic per the hcp, which was where the patient was now. The pump was audibly critically alarming, per the hcp. It was noted that the elective replacement indicator (eri) was 20 months and that the patient utilized a personal therapy manager (ptm). It was also noted that on (B)(6) 2017 the patient¿s pump was refilled, and everything was normal at that time. It was stated that they ruled out electromagnetic interference (emi)/MRI as the cause of the stalls. It was indicated that the patient would not be able to have the pump replaced until (B)(6) 2018 due to the hcp not being available until then to do the surgery and the patient did not want to listen to the pump alarming that whole time. The pump off code was provided. No medical symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer's representative on (B)(6)2017. It was reported that the patient reported to the manufacturer's representative that they had sudden onset of increased back pain on (B)(6)2017 and also had ¿sweating¿ associated with increased pain. The patient went into the clinic on monday, (B)(6)2017 and they read the logs and told the patient the ¿pump had stalled.¿ the patient had a motor stall on (B)(6)2017. No external factors contributed to the event. It was stated that the pump was placed in ¿stopped mode¿ on (B)(6)2017(previously reported that the pump was programmed to off state) and the patient was given oral and topical medications to cover the pain. The pump was completely explanted and replaced on (B)(6)2017 and it was indicated that it would be returned by the manufacturer's representative. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿ the patient¿s medical history included hypothyroidism, lower extremity neuropathy, anemia, chronic obstructive pulmonary disorder (copd), obstructive sleep apnea syndrome (osa), low back pain, spinal stenosis, and depressive disorder. Other medications the patient was taking at the time of the event included gabapentin, synthroid, celebrex, colace, morphine sulfate immediate release (msir), and fentanyl patch. No further complications were reported or anticipated.